Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port with a groshong catheter in two segments was returned for evaluation. Visual, microscopic visual, tactile and functional evaluations were performed. The investigation is confirmed for catheter fracture, deformation and naturally worn as a complete circumferential break was noted approximately 1mm from the distal end of the cath-lock that was elliptical in shape and both edges of the complete circumferential break had an elliptical shape and an apparent jagged break. Additionally, a diagonal split with jagged edges was noted migrating from both edges of the break; the split appeared to be consistent on both proximal and distal catheter segments and the surface on both edges of the break appeared rounded and smooth. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4. H11: h6(result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fifteen days post port placement, the port allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post port placement, the port allegedly damaged. There was no reported patient injury.